Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic. Upon interrogation, there were episodes showing noise on the right ventricular (rv) lead that resulted in non-sustained rv oversensing episodes. Lead impedance and threshold continued to be stable. The physician would like to continue to monitor at this time. No changes were made. The patient was stable.